Event description:
On (B)(6) 2024 an ilet user reported they experienced a high blood glucose (bg) event resulting in hospitalization. The event occurred on (B)(6) 2024. The user reported high bg readings, with a finger stick confirming a bg of 397 mg/dl. The user was unable to change the infusion site on their back, so they waited for their partner to assist later in the day. By 7:43 pm est, the user had been admitted to the hospital due to high bg levels. The user's partner removed the convatec inset (23", 6mm) teflon infusion set site and observed a small amount of blood, but the cannula was straight. The user experienced vomiting, diarrhea, and general discomfort. They received IV fluids in the hospital and remained admitted until (B)(6) 2024. They received ilet alerts for bg over 300 mg/dl for over 90 minutes and took two injections of 15 units each at 3 am and 7 am. No ketone testing was performed.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hyperglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values when it was able. The ilet was appropriately triggering device and cgm glucose alerts. The hyperglycemia began following an insulin occlusion alert that was not promptly acknowledged, resulting in suspension of insulin delivery for 15 hours. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hyperglycemic event was caused by a failure of the user to follow training provided in the user guide on how to respond to an insulin occlusion alert, resulting in prolonged suspension of insulin delivery.